Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms. Customer blood glucose value was unknown at the time of incidence. Customer also stated that insulin pump was also detected possible issue with the motor and insulin pump was not exposed to high magnetic field. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error a broken force sensor was detected during seating or regular delivery, drive count or time values or changes incorrect for moving or coasting. Too slow or too fast, an error in the motor was detected by reading unexpected value from hall sensor, motor error, the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement, the hrm task did not grant motor power in reasonable time or the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula alarm noted. The motor was tested outside of the device and passed. No drive motor anomaly noted. (B)(4).